Event description:
Info received indicates the left foot caster did not hold when the brakes were engaged.

Manufacturer narrative:
The technician found that the left cam pivot was cracked and broken causing the left foot caster not to engage in the brake mode. The technician replaced the cam pivots and adjusted the brake caster to repair the bed.